Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a nurse from (B)(6) of culture positive fungal peritonitis in a patient (age and gender not reported) coincident with dianeal pd2 ambuflex and extraneal viaflex therapies. In (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex (10l) and extraneal viaflex (2l) (frequencies and lot numbers not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd) and automated peritoneal dialysis (apd). On an unreported date in 2010, the patient experienced fungal peritonitis. The cause of the peritonitis was unknown. On an unreported date in 2010, the patient was transferred to hemodialysis. Dianeal pd2 ambuflex and extraneal viaflex therapies were withdrawn. It was not reported whether the fungal peritonitis resolved. Concomitant medications were not reported. The nurse stated that dianeal pd2 ambuflex and extraneal viaflex therapies were not related to the fungal peritonitis.